Event description:
On (B)(6) 2011 customer reported a leak around the left side of the lh750 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found two leaks inside the instrument. One leak was due to a hole in the tubing, which passes through valve vl5 of the sample access module and connects to the slidemaker. The second leak was found at the differential mixing chamber. Fse could not locate the exact location of the leak. Fse replaced the tubing through vl5 to repair the first leak. Fse replaced the differential mixing chamber and all of the tubing connected to it. The repairs were verified per established procedures. No further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).